Event description:
Clinical review/rationale: an impella 5.5 was inserted via direct aorta approach for elective placement in a 73-year-old male to support coronary artery bypass graft surgery. The patient¿s comorbidities were chronic kidney disease, hypertension, diabetes mellitus, and hyperlipidemia. The patient¿s clinical state prior to initiation of support was scai stage e. On day 3 of support, while in the intensive care unit, the patient's platelet count was 118 and creatinine was 1.5. It was noted the patient had recent cardiothoracic surgery/bypass run, shock requiring multiple vasopressors, postoperative bleeding, and acute kidney injury prior to surgery. Creatinine was 2.07 prior to surgery and impella placement. The patient continued on 5.5 support. Thrombocytopenia and renal failure are known risks associated with impella 5.5 as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (thrombocytopenia/renal failure): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
An impella 5.5 was inserted via direct aorta approach for elective placement in a 73 year old male to support coronary artery bypass graft surgery. The patient¿s comorbidities were chronic kidney disease, hypertension, diabetes mellitus, and hyperlipidemia. The patient¿s clinical state prior to initiation of support was scai stage e. During ongoing impella 5.5 support in the ICU, the patient developed thrombocytopenia, with platelets noted at 118, and a creatinine of 1.5 mg/dl, consistent with his known history of acute kidney injury prior to surgery (creatinine previously 2.07). Additional evaluation revealed suspected heparin induced thrombocytopenia (hit), prompting discontinuation of heparin and initiation of argatroban. A dic panel was also positive. The clinical team attributed the platelet decline, dic findings, and renal dysfunction to the patient¿s complex postoperative course, including profound post surgical physiologic stress, recent cardiothoracic surgery and bypass run, postoperative bleeding, shock requiring multiple vasopressors, and ongoing mechanical support. Based on the available information, there is no evidence suggesting impella device involvement in the patient¿s hematologic or renal abnormalities. The patient remains on impella 5.5 support with no changes in the plan of care related to these findings.

Manufacturer narrative:
Complaint/patient coding was updated to more accurately reflect the reported event. The code change in therapeutic response (f01) was added. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Information received noted the device is not available for return and confirmed the event date march 1, 2026, as initially reported. D1 brand name was corrected accordingly.